Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further information could be obtained by the manufacturer representative.

Manufacturer narrative:
Other applicable components are : product ID neu_unknown_lead. Serial# unknown. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was an overdischarge symptom. It was unknown if there were any environmental/e xternal/patient factors that may have led or contributed to the issue. The patient complained of abrupt and painful stimulation event though the device was off. For some time the coverage of paresthesia was no longer sufficient.an electrode displacement had been diagnosed. The device was explanted. The issue was resolved at the time of report. No further complications noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.